Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: unknown ¿ outside of tube, there was only one essure coil in the tube"), pelvic pain ("severe pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and epilepsy. Concurrent conditions included seizure, hearing loss bilateral and hypothyroidism. Concomitant products included topiramate since (B)(6) -2015. In 2008, the patient experienced epilepsy ("epilepsy"). In 2008, the patient had essure inserted. In november 2008, the patient experienced the first episode of dyspareunia ("pain during intercourse"). In december 2008, the patient experienced vaginal discharge ("vaginal discharge"). In january 2009, the patient experienced urinary tract infection ("infection: urinary tract infections") and allergy to metals ("nickel allergy"). In march 2009, the patient experienced menorrhagia (seriousness criterion hospitalization), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss/hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines /headaches"), the second episode of dyspareunia ("dyspareunia") and headache ("migraines /headaches/really bad headache"). In july 2009, the patient experienced dysmenorrhoea (seriousness criterion hospitalization), mood swings ("hormonal changes: mood swings") and depression ("psychological/psychiatric problem: depression"). In august 2009, the patient experienced fatigue ("fatigue/fatigue"). In july 2010, the patient experienced nausea ("nausea") and pelvic congestion ("pelvic congestion syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain"), seizure ("seizure evenry time after urinary tract infections") and pelvic discomfort ("discomfort"). The patient was hospitalized on (B)(6) 2016. The patient was treated with levetiracetam (keppra), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy), surgery (a total vaginal hysterectomy and bilateral salpingectomy, hot bottle, heating pads), alternative therapy (hot bottles, heating pads) and alternative therapy (hot bottle, heating pads). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, dysgeusia, fatigue, alopecia, migraine, vaginal haemorrhage, urinary tract infection, headache, nausea, allergy to metals, depression, seizure, vaginal discharge, pelvic congestion and epilepsy had resolved, the genital haemorrhage, abdominal pain lower, abdominal pain and back pain was resolving and the last episode of dyspareunia, mood swings and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, epilepsy, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic congestion, pelvic discomfort, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy and bilateral salpingectomy. The pathology report from plaintiff's total vaginal hysterectomy on showed the presence of one essure® device in one of the fallopian tubes. No mention is made of the second essure® device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are continually improving. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic congestion syndrome, low back pain". Most recent follow-up information incorporated above includes: on (B)(6) -2018: event outcome updated to "recovered/resolved" incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: unknown ¿ outside of tube, there was only one essure coil in the tube"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and epilepsy. Concomitant products included topiramate since (B)(6) 2015. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced seizure ("seizure every time after urinary tract infections"), vaginal discharge ("vaginal discharge") and epilepsy ("epilepsy"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), migraine ("migraines/migraines /headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of dysgeusia ("allergic /hypersensitivity reaction: metallic taste in mouth"), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection: urinary tract infections"), headache ("migraines /headaches/really bad headache") and depression ("psychological/psychiatric problem: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe cramping"), the second episode of dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), pelvic congestion ("pelvic congestion syndrome") and pelvic discomfort ("discomfort"). The patient was treated with levetiracetam (keppra), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy), surgery (a total vaginal hysterectomy and bilateral salpingectomy, hot bottle, heating pads), alternative therapy (hot bottles, heating pads) and alternative therapy (hot bottle, heating pads). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, urinary tract infection, headache, nausea, allergy to metals, depression, vaginal discharge, pelvic congestion and pelvic discomfort outcome was unknown, the pelvic pain, genital haemorrhage, the last episode of dysgeusia, abdominal pain lower, the last episode of dyspareunia, fatigue, alopecia, migraine, abdominal pain and back pain was resolving and the seizure and epilepsy had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, epilepsy, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic congestion, pelvic discomfort, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dysgeusia, the first episode of dyspareunia, the second episode of dysgeusia and the second episode of dyspareunia to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy and bilateral salpingectomy. The pathology report from plaintiff's total vaginal hysterectomy on showed the presence of one essure® device in one of the fallopian tubes. No mention is made of the second essure® device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are continually improving. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Dysmenorrhea, menorrhagia, pelvic congestion syndrome, most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic /hypersensitivity reaction: metallic taste in mouth, dysmenorrhea, dyspareunia, hormonal changes: mood swings, infection: urinary tract infections, headaches, migration of essure device: unknown ¿ outside of tube, nausea, nickel allergy, pain, psychological/psychiatric problem: depression, seizures, vaginal discharge. Other: pelvic congestion syndrome, severe abdominal pain, severe pelvic pain, severe back pain, discomfort were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain ("severe abdominal pain") and back pain ("severe lower back pain"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, abdominal pain lower, dyspareunia, fatigue, alopecia, migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy and bilateral salpingectomy. The pathology report from plaintiff's total vaginal hysterectomy on showed the presence of one essure device in one of the fallopian tubes. No mention is made of the second essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are continually improving. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.